Event description:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 14-mar-2022. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of headache ('headache') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced paraesthesia ("lower limb paraesthesia"), 1 year 8 months after insertion of essure. On an unknown date, the patient experienced headache (seriousness criteria medically significant and intervention required), bladder pain ("bladder pain"), dizziness ("dizziness"), tinnitus ("tinnitus"), allergy to chemicals ("hypersensitivity to chemicals"), electric shock sensation ("electro sensitivity"), depression ("depression"), fatigue ("great fatigue") and lower respiratory tract inflammation ("inflammation of the bronchi"). The patient was treated with surgery (hysterectomy and salpingectomy). Essure was removed on (B)(6)2022. At the time of the report, the headache, bladder pain, dizziness, tinnitus, allergy to chemicals, electric shock sensation, depression, fatigue and lower respiratory tract inflammation outcome was unknown. The reporter provided no causality assessment for allergy to chemicals, bladder pain, depression, dizziness, electric shock sensation, fatigue, headache, lower respiratory tract inflammation, paraesthesia and tinnitus with essure. The reporter commented: following the various ailments and finding no medical answer I decided to have the devices removed. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on 14-mar-2022. The most recent information was received on 11-jul-2023. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("accumulation of unbearable pain") and headache ("headache") in a 41 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 625 days after essure insertion, she experienced paraesthesia ("lower limb paraesthesia"). In (B)(6) 2021 she experienced allergy to chemicals ("hypersensitivity to chemicals") and electric shock sensation ("electro sensitivity"). Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), headache (seriousness criterion intervention required), urinary tract infection ("urinary tract infections"), bladder pain ("bladder pain"), dizziness ("dizziness"), tinnitus ("tinnitus"), depression ("depression"), fatigue ("great fatigue"), lower respiratory tract inflammation ("inflammation of the bronchi") and fungal infection ("no more mycoses"). The patient was treated with surgery (hysterectomy and salpingectomy). At the time of the report, the bladder pain and dizziness were resolving, the urinary tract infection, fatigue and fungal infection had resolved and the allergy to chemicals and electric shock sensation had not resolved. The outcomes for pelvic pain, headache, tinnitus, depression and lower respiratory tract inflammation were unknown. No causality assessment was received for essure with regard to paraesthesia, bladder pain, dizziness, tinnitus, allergy to chemicals, electric shock sensation, headache, depression, fatigue, lower respiratory tract inflammation, fungal infection, urinary tract infection or pelvic pain. The reporter commented: following the various ailments and finding no medical answer I decided to have the devices removed. Following the removal of the implants, some things have been improving. No more severe fatigue when I get up in the morning, no more mycoses or urinary tract infections, dizziness has become very rare and bladder pain is less significant. Also, my health is improving month by month. Unfortunately, today I am suffering from multiple chemical sensitivities (mcs) and electromagnetic hypersensitivity (ehs). These syndromes started in (B)(6) 2021. Almost two months before the removal. It was about time because I had reached a state of extreme fatigue and an accumulation of unbearable pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-jul-2023: events accumulation of unbearable pain (chronic pelvic pain female), mycoses and urinary tract infections were added. Event outcome updated. Event onset date added. Reporter causality comment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 14-mar-2022. The most recent information was received on 28-mar-2022. This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of headache ('headache') in a 41-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced paraesthesia ("lower limb paraesthesia"), 1 year 8 months after insertion of essure. On an unknown date, the patient experienced headache (seriousness criteria medically significant and intervention required), bladder pain ("bladder pain"), dizziness ("dizziness"), tinnitus ("tinnitus"), allergy to chemicals ("hypersensitivity to chemicals"), electric shock sensation ("electro sensitivity"), depression ("depression"), fatigue ("great fatigue") and lower respiratory tract inflammation ("inflammation of the bronchi"). The patient was treated with surgery (hysterectomy and salpingectomy). Essure was removed on (B)(6)2022. At the time of the report, the headache, bladder pain, dizziness, tinnitus, allergy to chemicals, electric shock sensation, depression, fatigue and lower respiratory tract inflammation outcome was unknown. The reporter provided no causality assessment for allergy to chemicals, bladder pain, depression, dizziness, electric shock sensation, fatigue, headache, lower respiratory tract inflammation, paraesthesia and tinnitus with essure. The reporter commented: following the various ailments and finding no medical answer I decided to have the devices removed diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 28-mar-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2022. The most recent information was received on 01-aug-2023. This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("accumulation of unbearable pain") and headache ("headache") in a 41 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 625 days after essure insertion, she experienced paraesthesia ("lower limb paraesthesia"). In (B)(6) 2021 she experienced allergy to chemicals ("hypersensitivity to chemicals") and electric shock sensation ("electro sensitivity"). Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), headache (seriousness criterion intervention required), urinary tract infection ("urinary tract infections"), bladder pain ("bladder pain"), dizziness ("dizziness"), tinnitus ("tinnitus"), depression ("depression"), fatigue ("great fatigue"), lower respiratory tract inflammation ("inflammation of the bronchi") and fungal infection ("no more mycoses"). The patient was treated with surgery (hysterectomy and salpingectomy). At the time of the report, the bladder pain and dizziness were resolving, the urinary tract infection, fatigue and fungal infection had resolved and the allergy to chemicals and electric shock sensation had not resolved. The outcomes for pelvic pain, headache, tinnitus, depression and lower respiratory tract inflammation were unknown. No causality assessment was received for essure with regard to paraesthesia, bladder pain, dizziness, tinnitus, allergy to chemicals, electric shock sensation, headache, depression, fatigue, lower respiratory tract inflammation, fungal infection, urinary tract infection or pelvic pain. The reporter commented: following the various ailments and finding no medical answer I decided to have the devices removed. Following the removal of the implants, some things have been improving. No more severe fatigue when I get up in the morning, no more mycoses or urinary tract infections, dizziness has become very rare and bladder pain is less significant. Also, my health is improving month by month. Unfortunately, today I am suffering from multiple chemical sensitivities (mcs) and electromagnetic hypersensitivity (ehs). These syndromes started in (B)(6) 2021. Almost two months before the removal. It was about time because I had reached a state of extreme fatigue and an accumulation of unbearable pain. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 63 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 01-aug-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.